Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear bent/kinked. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. After investigating the pod, no damage or tear was found along the complete fluid path that would cause any leakage of insulin from the pod. No damage or defects were found that would cause a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Expired pod used: changing your pod, chapter 3 / page 24.   Warnings: do not use a pod if it is past the expiration date on the package. For:omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The pod leaking insulin during wear was also reported. When removed from the infusion site, the pod's cannula was found bent. As treatment, a new pod was applied and extra insulin was administered.